Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead externalized conductors were observed via x-ray during a routine device change. The physician opted not to replace the lead as they felt the risk to the patient was too high. The physician decided to monitor the lead instead. No adverse events were reported.